Event description:
It was reported that the patient's right leg and hip hurts when he walks for more than ten minutes. He also states that he has pain whenever he attempts any weight bearing activities and has to take tylenol immediately afterwards. The pain began approximately five months ago and has increased in severity over time. The patient saw his surgeon last week. He has undergone blood test for chromium and cobalt levels, taken x-rays and an MRI. His doctor stated that the MRI showed inflammation in the implant area and a pseudo-tumor. The surgeon advises that he have a revision surgery as soon as possible.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.